Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2015. The device failed a self-test due to a low battery on (B)(6) 2015. Investigation was unable to replicate or find any evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to membrane failure. However there were no ten minute manual power ups recorded in the history log, it is therefore assumed the customer returned the device in response to field safety corrective action, despite not observing the reported fault. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.